Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test on a battery that had only been used for about a week. The insulin pump had alarmed for a reset error and the settings were reset. The blood glucose reading was 167 mg/dl. The customer reported some corrosion to the battery cap. The insulin pump had not been stored or out of use for an extended period of time. The customer reported that the reset error alarm did not recur after inserting a battery, but during normal use. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no resetting alarm, no failed battery test alarm, no low battery error alarm and no alarm noted during testing. All operating currents are within specifications. Unit passed self-test, displacement test, rewind, and basic occlusion test, prime test, excessive no delivery test and occlusion test. Received unit with corroded battery tube, cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.